Manufacturer narrative:
Additional information was received that moisture caused the reported event. Moisture in the circuit was due to user error, there was no reportable malfunction.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: hcs madison - (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.